Event description:
It was reported that pri tubing leaked. The following information was provided by the initial reporter: material no.: unknown batch no.: unknown. It was reported there was a potential loose connection at the IV site potentially causing a leak of propofol.

Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. The customer complaint of a potential loose connection at the IV site could not be verified due to the product not being returned for failure investigation. The root cause of this failure could not be identified without a failure investigation. A device history record review could not be performed because a model or lot number was not provided by the customer. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: (B)(4). Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that pri tubing leaked. The following information was provided by the initial reporter: material no.: unknown batch no.: unknown. It was reported there was a potential loose connection at the IV site potentially causing a leak of propofol.